Event description:
The pt's body tissue caught between the gap of the stationary portion of the table and the extendable pt pallet. The pt received a bruise as a result of the event, but did not require medical intervention due to the outcome of the event.

Manufacturer narrative:
A pallet pad cover (slicker) with extended sides was available as an option to improve comfort. This cover is wide enough to extend beyond the pt pallet width and cover the complete width of the table. The surface of the cover is sufficiently smooth to glide over any non-moving elements of the table during pt imaging and positioning, thereby protecting the reclining pt's skin or accessories (clothing/bedding, fluids, IV tubing, etc.) From getting caught between the table pallet and the couch. Philips healthcare is currently initiating a voluntarily corrective action (2916556-6/3/11/02/c) to all systems by installing a pallet pad cover (slicker) through a mandatory field change order to help mitigate the issue. Complete MDR mailed on (B)(4) 2011. (B)(4).